Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k #: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -14.50/3.5/081 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Lens rotation and low vault were observed. The lens was removed and exchanged with a longer lenght lens on (B)(6) 2019. This resolved the problem.

Manufacturer narrative:
Additional information: lens returned in a micro-centrifuge vial with moisture on lens and clear surgical residue on product. Visual inspection found no visible damage to lens and residue on lens. (B)(4).